Event description:
It was reported that an emergency trach change was performed due to the flange breaking on the bivona tracheostomy tube. The device was discarded. No further patient injury or complications were reported in relation to this event.